Event description:
This report is being filed to submit the results of engineering review of the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description submitted initially for more information regarding the specific circumstances of this event.

Event description:
It was reported that, following updates to device settings, the patient reported not feeling well; no specific symptoms were reported. A boston scientific technical services (ts) consultant discussed potential reasons. Review of device memory indicated that a jump in right atrial (ra) lead impedance had occurred earlier in the year, triggering a lead safety switch. Ts discussed programming options to eliminate the impedance issues. No adverse patient effects were reported. This device remains in service.